Event description:
During filter placement via the right internal jugular approach, filter did not open following deployment. The physician snared the filter and removed it percutaneously without injury to the pt. The physician then deployed a titanium greenfield filter.